Manufacturer narrative:
The subject device was discarded by the user. Therefore, olympus medical systems corp. (Omsc) couldn't investigate the device and the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn and partially peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). It might be caused that the ptfe pad was fell off since the peeled pad was received a load. There was a possibility that the reported error occurred since the ptfe pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during a right hemi colectomy. Short circuit error occurred. It was reported that the ptfe pad of the device fell off completely. However it was not reported whether the fragment fell inside the patient. The procedure was completed with another thunderbeat device. There was no patient injury reported. No further information was reported.